Manufacturer narrative:
The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. No scrolling of numbers or sticking of keypad noted during testing. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and missing end cap sticker.

Event description:
It was reported the numbers on the customer's insulin pump were continuously scrolling and a button was stuck. The customer's blood glucose was 147 mg/dl, which was treated with insulin. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.